Manufacturer narrative:
Manufacturing and inspection records could not be reviewed as the device lot number is unknown. Based on the information received, the root cause could not be determined.

Event description:
During an orif anterior pelvis procedure, a 110040 2.5mm drill bit calibrated 200mm was utilized and the drill bit broke. The broken fragment was left in the bone.